Manufacturer narrative:
(B)(4). Device is not available for return and inspection. (B)(4).

Event description:
During use, the doctor noted that the plastic housing of the adenoid tip looked like it was melting. The melting was noted near the end of the case and the device was able to be utilized to complete the case with no patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.